Manufacturer narrative:
(B)(6) diabetic on vgo since (B)(6) 2016, on vgo 20, reported that she was no longer using v-go because she had very low blood sugar readings that led to hospitalization. Patient refused to discuss this case. There is no more information available. There is no allegation of device malfunction. Device was not returned for investigation. Root cause cannot be determined.

Event description:
(B)(6) diabetic on vgo since (B)(6) 2016, on vgo 20, reported that she was no longer using v-go because she had very low blood sugar readings that led to hospitalization. Patient refused to discuss this case. There is no more information available.

Manufacturer narrative:
Initial reporter. Health care professional: no. Non health care professional'. Follow up 1. Correction.